Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the pro9350b hall titan primecut+ oscillating saw battery handpiece was being used on approximately 19nov25 and the â¿¿oscillator head assembly stops rotating when it hits bone.â¿¿ there was no report of impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found that the saw head was binding/can¿t rotate. The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force on the motor. The service history was reviewed and no relationship to this complaint was found. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to each use ensure all accessories are correctly and completely attached and perform the required preoperative functional tests for the equipment and accessories. Always inspect handpiece and accessories prior to use. Do not use damaged equipment. Do not use burs for plunge cutting. Injury or damage may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the pro9350b hall titan primecut+ oscillating saw battery handpiece was being used on approximately 19nov25 and the ¿oscillator head assembly stops rotating when it hits bone.¿ there was no report of impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.